Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed after meal during call on (B)(6) 2015 produced results of 383mg/dl and 446mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen cabinet. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 560mg/dl, (B)(6) 2015, 01:23m; 552mg/dl, (B)(6)2015, 08:49am; 170mg/dl, (B)(6) 2015, 10:46am; 125mg/dl, (B)(6) 2015, 05:57pm; 274mg/dl (B)(6) 2015 12:52pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed after meal during call on (B)(6) 2015 produced results of 383mg/dl and 446mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen cabinet. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.